Event description:
It was reported that the customer noticed air bubbles in the insulin pump's reservoir. The customer sometimes noticed air bubbles in the tubing. His/her blood glucose level was 117 mg/dl. The customer noticed a kinked infusion set. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.